Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) system abruptly started exhibiting flat signals and stored episodes reflected it and one treated episode showed a low out of range shock impedance measurement of one ohm. Technical services (ts) noted that previous to the first abrupt change to flat signals all stored electrograms (egm) were appropriate. Technical services (ts) suggested x ray to very twiddling or electrode fracture. The suspicion is twiddling. A review of impedance trend revealed the abrupt change. This sicd system was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. Additional information was received, the flat egm was due to the electrode being pulled back to the lateral pocket, x ray showed signals of twiddlers syndrome. The shock episode was deemed to inappropriate due to oversensing. The system remains in situ and will be explanted when the replacement device fully heals in place. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) system abruptly started exhibiting flat signals and stored episodes reflected it and one treated episode showed a low out of range shock impedance measurement of one ohm. Technical services (ts) noted that previous to the first abrupt change to flat signals all stored electrograms (egm) were appropriate. Technical services (ts) suggested x ray to very twiddling or electrode fracture. The suspicion is twiddling. A review of impedance trend revealed the abrupt change. This sicd system was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. Additional information was received, the flat egm was due to the electrode being pulled back to the lateral pocket, x ray showed signals of twiddlers syndrome. The shock episode was deemed to inappropriate due to oversensing. The system remains in situ and will be explanted when the replacement device fully heals in place. No additional adverse patient effects were reported. Additional information indicated that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was able to be successfully extracted. No additional adverse patient effects were reported. This product has not returned for analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed. This product contains corrections to fields d6b: explant date from section d suspect medical device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) system abruptly started exhibiting flat signals and stored episodes reflected it and one treated episode showed a low out of range shock impedance measurement of one ohm. Technical services (ts) noted that previous to the first abrupt change to flat signals all stored electrograms (egm) were appropriate. Technical services (ts) suggested x ray to very twiddling or electrode fracture. The suspicion is twiddling. A review of impedance trend revealed the abrupt change. This sicd system was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. Additional information was received, the flat egm was due to the electrode being pulled back to the lateral pocket, x ray showed signals of twiddlers syndrome. The shock episode was deemed to inappropriate due to oversensing. The system remains in situ and will be explanted when the replacement device fully heals in place. No additional adverse patient effects were reported. Additional information indicated that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was able to be successfully extracted. No additional adverse patient effects were reported. This product has not returned for analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed. This product contains corrections to fields d6b: explant date from section d suspect medical device the returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) system abruptly started exhibiting flat signals and stored episodes reflected it and one treated episode showed a low out of range shock impedance measurement of one ohm. Technical services (ts) noted that previous to the first abrupt change to flat signals all stored electrograms (egm) were appropriate. Technical services (ts) suggested x ray to very twiddling or electrode fracture. The suspicion is twiddling. A review of impedance trend revealed the abrupt change. This sicd system was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. Additional information was received, the flat egm was due to the electrode being pulled back to the lateral pocket, x ray showed signals of twiddlers syndrome. The shock episode was deemed to inappropriate due to oversensing. The system remains in situ and will be explanted when the replacement device fully heals in place. No additional adverse patient effects were reported. Additional information indicated that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was able to be successfully extracted. No additional adverse patient effects were reported. This product has not returned for analysis. This product was subsequently returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) system abruptly started exhibiting flat signals and stored episodes reflected it and one treated episode showed a low out of range shock impedance measurement of one ohm. Technical services (ts) noted that previous to the first abrupt change to flat signals all stored electrograms (egm) were appropriate. Technical services (ts) suggested x ray to very twiddling or electrode fracture. The suspicion is twiddling. A review of impedance trend revealed the abrupt change. This sicd system was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.